Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had under delivery. The customer's blood glucose value was 375 mg/dl, 200 mg/dl and 300 mg/dl. The customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because when he gave a bolus, the insulin pump didn't bring down his blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.